Event description:
The physician was using a pacific xtreme balloon to treat a lesion in the superficial femoral artery. The lesion was highly calcified with minimal tortuosity. The lesion was pre dilated with a 4.0 balloon. No abnormalities noted during preparation and inspection of the device prior to use. No resistance noted during delivery of the device to lesion. The balloon ruptured on the first inflation at 4 atm . Upon removal of the balloon, the balloon tore. It was confirmed that force used /required to withdraw the balloon. Approximately 20mm of the balloon was removed. After trying to remove the balloon, the physician chose to deploy a 6.0 x 250 mm viabahn stent in the sfa where the remaining portion of the balloon remained. After treating the additional disease in the peripheral vessels, the procedure was complete. The procedure was extended by approximately 1 1/2 hours. No patient complications, patient is stable.

Manufacturer narrative:
Device evaluation: visual and tactile inspections were performed on the device: the balloon was found broken and the distal part was not present. Evident clots of blood covered the entire device. Two main kinks were found: the first immediately close to the strain relief, the other on the balloon proximal welding. The guide wire lumen was flushed but it was not possible to insert the 0,018¿¿ guide wire because the guide wire tube was stretched and its inner diameter decreased. The remaining part of the balloon (4 cm) shows also a longitudinal cut. The usable length (until the broken part of the balloon) was 108,5 cm, so the portion of the balloon detached is approximately 22 cm long. The guide wire was found stretched and it was measured from the end of the strain relief: it was found to be 93 cm long (it was, without stretching, approximately 130 cm), so the portion of guide wire detached is 37 cm long. (B)(4).